Event description:
Received information stating the customer had filled tubing with 29 unit of insulin but had not seen any drops come out the end of the tubing. Customer reported the smell of insulin. Troubleshooting with tandem technical support revealed an improper connection at the luer lock. The customer tightened it and was able to successfully complete the load filling. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.